Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope had an increased concentration of e. Coli that was detected in the suction channel. It tested negative for 0 colony forming units (cfus) of e. Coli. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the complaint investigation. The customer provided the cds processes where the following deviation from the IFU was confirmed: non-sterile water was used for air/water feeding. The device was evaluated where an additional potential adverse event was confirmed where foreign objects were found in the air/water cylinder and tube. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation.

Event description:
No additional information provided by the customer.